Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty deploying the stent. A dissection occurred and was repaired with another stent. The pt status is listed as "okay".